Event description:
Inr 2.5 with protime system vs. 3.2 inr with unspecified lab system. Pt therapeutic inr range: 2.0-2.5. No report of adverse event, serious injury, or interventions.

Manufacturer narrative:
(B)(4). This MDR is submitted based upon a retrospective review of complaint reports from 2007-2008 in light of revised itc MDR eval procedures. Method: no product returned from user facility. Results: customer complaint would not be confirmed. Conclusions: no conclusion can be drawn.